Event description:
Bedside rn notified this rn that pca kept alarming "pca button stuck error" attempted to remove & reinsert pca button in attempt to clear error. Unsuccessful so bedside rn ordered new pca pump. Bedside rn changed button only, not alaris IV pump. No known harm.